Event description:
It was reported that during an inspection in the warehouse it was noticed the failure of defective devices. The journey ii bcs articular insert size 1-2 9 mm left ((B)(4), the journey ii bcs articular insert size 1-2 9 mm right ((B)(4)), two universal insert spacer size 1-2 18 mm ((B)(4)), journey ii cr locking femoral impactor bumper right ((B)(4)), journey uni tibia insert size 1-2/8 mm ((B)(4)), journey uni tibia trial size 5-6/8 mm ((B)(4)),journey uni tibia trial size 3-4/8 mm ((B)(4)), three honeycomb ((B)(4)), journey ii bcs articular insert trial size 1-2 10 mm right ((B)(4)), the journey ii bcs articular insert trial size 1-2 10 mm left ((B)(4)) and the journey ii bcs articular insert trial size 1-2 12 mm left ((B)(4)) were noticed cracked. Two compression screw hex driver ((B)(4)) and screwdriver release handle ((B)(4)) were noticed broken. No case involved.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. Therefore, the product analysis and the reported event could not be confirmed at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed